Event description:
It was reported that balloon pinhole occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified left main artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 18 atmospherse for 7 seconds, the balloon would not stay inflated. The device was taken out and saline was flushed through the balloon port and a pinhole was noted on the balloon. The procedure was completed with a 3.0 x 20mm emerge balloon catheter. There were no patient complications reported and the patient was unharmed.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 3mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon pinhole occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified left main artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 18 atmospherse for 7 seconds, the balloon would not stay inflated. The device was taken out and saline was flushed through the balloon port and a pinhole was noted on the balloon. The procedure was completed with a 3.0 x 20mm emerge balloon catheter. There were no patient complications reported and the patient was unharmed.